Event description:
(B)(6), called and reported that during induction the 5001102 dripped blood from the heart-lung machine. There was a hole in the left blood cassette. The cassette was changed out and saved with no complication to the pt.

Manufacturer narrative:
(B)(4).